Manufacturer narrative:
The concentrator was returned for evaluation, and subsequent testing verified the complaint of the no breath alarm not functioning. The underlying cause could not be determined. However, once the unit was reset to factory specifications, the unit alarmed for no breath detected. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, the no breath alarm will not activate, and the unit goes into auto pulse mode without activation.